Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0072) had an insulation defect, oversensing was noticed during a one month follow-up. During the lead revision the physician noted what appeared to be a surgical cut. The rate sensing portion of the (0072) lead was capped, and the shocking portion remains active. They added a bipolar endocaridal tined lead (0010).